Event description:
Caregivers were transferring pt to the bed. Lift wouldn't go up/down while transferring which caused the caregivers to manually raise the pt to the bed. The bed was higher than the pt on the sling which caused caregivers to lift. During the manually raising of the pt to the bed, the lift tilted. The pt wasn't injured because when the lift tilted, the pt was on the bed. The top of the mast hit 1 caregiver in the shoulder. The top of the jib hit the other caregiver in the shoulder and the mast came down on the 3rd caregiver's toe.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration# (B)(4)) on behalf of the MFR arjo hospital equipment ab (registration# (B)(4)). Facility hr stated that no one can answer if the legs of the lift were open or closed, or if the wheels were locked during the transfer. The eval of the device to date has been carried out by a representative of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. The info contain in this report is based upon the info provided to the MFR. Add'l info will be provided following the conclusion of the MFR's investigation which may include updates or changes to the eval codes.